Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to lead body damage. The lead was never in service. No adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, the insulation damage allegation was confirmed based on the observation of a puncture hole in the insulation in the tip region of the lead, consistent with a backloaded guidewire escaping the lumen.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to lead body damage. The lead was never in service. No adverse patient effects.